Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) had air in the line and the tubing kinks. The following information was provided by the initial reporter: material no.: 515070, batch no.: 1807721. It was reported there was air in the line after connecting the injector/connector on a secondary chemo. Additionally, it was reported that the injector/connector connection is too heavy and at times the tubing kinks. Verbatim: rn reported air in line after connecting the injector/connector on a secondary chemo. Drug infused was campath. Stated she couldn¿t back prime because air was already in kvo line. Placed a syringe on port below the pump to extract the air. Some rn¿s complained of the injector/connector connection being too heavy and at times tubing kinks.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) had air in the line and the tubing kinks. The following information was provided by the initial reporter: material no.: 515070 batch no.: 1807721. It was reported there was air in the line after connecting the injector/connector on a secondary chemo. Additionally, it was reported that the injector/connector connection is too heavy and at times the tubing kinks. Verbatim: rn reported air in line after connecting the injector/connector on a secondary chemo. Drug infused was campath. Stated she couldn¿t back prime because air was already in kvo line. Placed a syringe on port below the pump to extract the air. Some rn¿s complained of the injector/connector connection being too heavy and at times tubing kinks.

Manufacturer narrative:
H.6. Investigation: no samples or photos that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue . Product is inspected according to procedure throughout the manufacturing process. No defects were identified during the inspection for the reported lot. Based on the available information we are not able to determine a root cause at this time.